Event description:
It was reported that this right ventricular (rv) lead exhibited farfield oversensing. Amplitude has drop significantly since implant. Technical services (ts) was consulted and suspects lead dislodgement and recommended another set of x-rays. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead exhibited farfield oversensing. Amplitude has drop significantly since implant. Technical services (ts) was consulted and suspects lead dislodgement and recommended another set of x-rays. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.